Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that during use of the bd saf-t-intima¿ IV catheter safety system the safety mechanism was defective and did not activate. Foreign complaint the following information was provided by the initial reporter, translated from portuguese to english: catheter saf-t-intima 22 was with defect and did not activated the safety mechanism, endangering the professionals who used it."

Event description:
It was reported that during use of the bd saf-t-intima¿ IV catheter safety system the safety mechanism was defective and did not activate. Foreign complaint the following information was provided by the initial reporter, translated from portuguese to english: catheter saf-t-intima 22 was with defect and did not activated the safety mechanism, endangering the professionals who used it."

Manufacturer narrative:
Investigation: a device history review was conducted for lot number 8274957. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Unfortunately a sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.